Manufacturer narrative:
The customer reported that the screen on their bedside monitor (bsm) is all white. Problem is consistent. Device will still power on and touchscreen works. Lcd unit needs to be replaced. Nihon kohden technical support provided the customer with the part numbers needed to complete the repair as the customer wanted to repair the unit himself.

Event description:
The customer reported that the screen on their bedside monitor (bsm) is all white.